Event description:
The reporter states that the lancet does not retract back into the cap of the accu-chek softclix lancet device after testing. No action taken or treatment given based on the lancet device issue. No accidental stick or adverse event reported. New lancet device with lancets sent and return of suspect device requested.